Manufacturer narrative:
"This report is being supplemented to provide additional information based on the legal manufacturer's investigation, and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the image going in and out was possibly caused by stress applied in the bending section of the device. The stress could have come from insertion or withdrawal resulting in the skeleton rings being interfered with and the ccd cable becoming kinked or broken in the bending section. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device."

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The intended procedure was a "laparoscopic inguinal hernia" and was completed with a different camera.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The scope image cut off and turned dark when angulated to the right. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was "going in and out." The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.